Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, universal surgical manipulator (usm) 3 was not working. Technical support engineer (tse) reviewed the logs and found error 319 on armnet 3 pointing to the axes controller carriage (acc) in usm3. Tse advised performing a hard power cycle on the patient side cart (psc) to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without any errors, and the issue occurred during the procedure. To resolve the issue and continue, the procedure was carried out using the remaining three arms, with arm 3 not used. The procedure was completed robotically with three arms, and the surgeon disabled the affected arm due to the issue. The procedure was therefore not completed with all four arms, as it was finished using only three, and the incident did not result in any procedural delay.